Manufacturer narrative:
(B)(4). It is unknown at this time if the device involved will be available for further evaluation. The investigation is ongoing on this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a part of an epidural catheter was retained in the patient. Limited information provided.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample, item, and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.